Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed, the cutting wire was broken. The broken portion was examined further and was found to be scortched and melted. Additionally, the coated postion of the cutting wire was torn. Based on the results of the investigation, the reported issue likely occurred due to the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above in 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor of causing tears in the coated portion of the cutting wire might be the following: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the knife on the sphincterotome broke when it was energized outside the patients body. The event occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ecrp) and the procedure was completed using another device. There were no reports of patient harm.